Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported by a healthcare professional that they had a patient who had to be hospitalized this with diabetic ketoacidosis. After changing a pod, her blood glucose began to rise continuously. Repeated correction attempts were unsuccessful. The patient had not been instructed to change the pod or administer insulin via pen. She presented to the emergency department with a blood glucose of 26 mmol/l (468 mg/dl) and evidence of mild to moderate ketoacidosis. The patient was admitted to hospital and has since normalized. Additionally, the patient only received two notifications that the pump switched to manual mode due to high blood glucose. No further information on treatment or length of hospitalization has been provided. If additional information is received a supplemental report will be submitted.